Event description:
It was reported that the atrial lead dislodged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the proximal insulation was abraded at 42.3 to 42.7 cm and 42.8 to 43 cm from the connector pin. The abrasion is consistent with that of exposure to friction with another implantable device.